Manufacturer narrative:
The investigation is in progress. When it is complete a supplemental MDR will be submitted accordingly. Mulitple mdrs were submitted for this adverse event: 3013450937-2022-00220, 3013450937-2022-00221, 3013450937-2022-00222, 3013450937-2022-00223, 3013450937-2022-00224, 3013450937-2022-00225 and 3013450937-2022-00226.

Event description:
It was reported that a patient experienced an infection and underwent a revision surgery. The following implants were removed during the revision: eleos distal femur axial pin, eleos tibial baseplate, eleos tibial poly spacer, eleos tibial hinge w/ rotational stop, eleos stem extension, eleos distal femur, eleos tibial block augment and eleos cemented segmental stem.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the alleged infection could not be determined. On (B)(6) 2022, when completing the investigation, it was identified that two of the initial mdrs that were submitted did not successfully go through as they were assigned duplicate MFR numbers. 3013450937-2022-00349 and 3013450937-2022-00348 were submitted for these parts. Multiple mdrs were submitted for this adverse event: 3013450937-2022-00348, 3013450937-2022-0000349, 3013450937-2022-00222, 3013450937-2022-00223, 3013450937-2022-00224, 3013450937-2022-00225 and 3013450937-2022-00226.

Event description:
It was reported that a patient experienced an infection and underwent a revision surgery. The following implants were removed during the revision: eleos distal femur axial pin, eleos tibial baseplate, eleos tibial poly spacer, eleos tibial hinge w/ rotational stop, eleos stem extension, eleos distal femur, eleos tibial block augment and eleos cemented segmental stem.